Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead became dislodged, was revised and remains in use. During the ra lead revision, both the ra and right ventricular (rv) leads were disconnected from the device. When the rv lead was reconnected, the physician could not engage and tighten the device setscrew. A new device was implanted. No patient complications have been reported as a result of this event.